Event description:
During a scheduled retrieval of an optease ivc filter in the renal vein (B)(6) days later, a three pronged segment of the cranial aspect of the filter fractured off. Attempts to retrieve the fragment with a loop snare were unsuccessful and could not prevent the embolization of the fractured segment which lodged in the right pulmonary artery at the middle lobe takeoff. The patient with remote history of pe initially presented to hospital with acute onset shortness of breath. On work-up, she was found to have a new pulmonary embolism (pe) and was started on therapeutic anticoagulation. Access was via the right common femoral artery and was secured with a guidewire. Through the filter sheath, an ivc venogram was performed which showed a normal appearing ivc with no clots and normal size. There were single renal veins bilaterally. Next, the optease filter was deployed below the lowest renal vein and was in good position within the ivc. Hemostasis was achieved with light manual compression. The patient was stable throughout the procedure. Following placement of the filter, the patient had exploratory laparotomy, lysis of adhesions, supracervical hysterectomy and bilateral salpingo-oophorectomy. The patient was taken to the recovery room in stable condition. The patient was scheduled for removal of the ivc approximately (B)(6) weeks later. The retrieval sheath was advanced over the filer to collapse it, at which time a segment of the filter was noted to be fractured, pointing inward to the central axis of the filter. As it could not be removed by snaring, surgical consult was obtained. A chest CT with digital 3d reconstruction confirmed the filter segment location in the middle lobar artery branch of the right pulmonary artery just distal to the superior segmental artery proximal to the takeoff of the inferior lobar arteries. During the surgery, while trying to remove the fractured segment in the middle lobe artery, it was lodged very securely into the artery.

Manufacturer narrative:
History: this complaint involves a (B)(6) female with a history of multiple pulmonary emboli. Prior to exploratory laparotomy, lysis of adhesions, and tah/bso for suspected pelvic malignancy it was decided to place an optional ivc filter because of the patients history and the requirement to discontinue anticoagulation therapy for surgery. On (B)(6) 2011 the patient underwent uneventful placement of an optease ivc filter in the infrarenal ivc. Approximately 6 weeks later, on (B)(6) 2011 there was attempted retrieval of the filter. While advancing the retrieval sheath over the filter the treating physician noted one of the filter struts to be partially fractured. During retrieval this fragment completely detached and embolized into the right pulmonary artery. Following surgical consultation, the patient underwent open thoracotomy and the filter fragment was removed. The patient tolerated this procedure without complication. Observation: one cd-rom containing multiple digital images is submitted for review. These images include 9 chest x-rays obtained during the hospitalization for the thoracotomy. No images from the initial filter placement or from the retrieval are submitted for review. Cxr from (B)(6) 2011 shows a small filter fragment in the right hilum; presumably in the right pulmonary artery. This fragment appears to be of two filter struts. The remaining cxr images are sequential post operative films. Conclusion: this complaint involves a (B)(6) patient who had an optease ivc filter placed prior to pelvic surgery. When the filter was removed a partially fractured fragment completely fractured and then embolized into the right pulmonary artery. This was subsequently removed by open thoracotomy. The indication for optional filter was correct. The patient's history of multiple pulmonary emboli places her at high risk for pe when anticoagulants are discontinued for surgery. In this scenario, placement of an optional filter is a well accepted indication and is within the standards of medical care. As per the dictated report, the filter appears to have been implanted correctly. I have no images available to confirm this, however. The filter was removed approximately 6 weeks after implantation. The IFU recommends removal within 23 days. Although there are case reports of longer term removal of these filters, these are done outside the recommendations of the IFU. If longer term filter placement is needed, a cook tulip filter or bard g2 filter have longer dwell times recommended in their ifus. I do not have enough clinical information and images available to me to comment on why the filter fractured. Filter fracture is a known potential complication of nitinol filters; however, within 6 weeks is a very unusual event. Was there trauma to the filter during laparoscopic surgery? I would be happy to reevaluate this when additional information becomes available. During filter removal, the treating physician noted the filter to be partially fractured. In retrospect, it would have been prudent to leave the filter in situ rather than manipulate a fractured filter. The fragment may have endothelialized and may not have embolized. Finally, from the information provided, it is unclear to me why open surgical removal of the filter strut was recommended. In an asymptomatic patient who will be chronically anticoagulated it is not clear if the fragment would have posed significant risk. Although this fragment could be a nidus for thrombus formation, it may have endothelialized and been of no clinical consequence; similar to an old pacemaker wire. I have seen several neurointerventional cases where catheters and wires have fractured in the brain and were left in situ. With anticoagulation, these patients suffered no untoward event. Approximately 41 days after implant and following a non-complicated operative course (exploratory laparotomy, lysis of adhesions and supracervical hysterectomy with bilateral salpingoophorectomy) the patient underwent attempted removal of the filter. While advancing the retrieval sheath over the filter one of the filter struts was noted to be partially detached along its lower portion pointing inward to the central axis of the filter. Using a snare the filter was withdrawn into the removal sheath; however, the partially detached filter strut broke off and lodged in the inferior vena cava. Attempts were made to remove the separated piece with a snare device but these were unsuccessful and the three pronged segment of the cranial aspect of the filter migrated into a lower lobe branch of the right pulmonary artery. Attempts were again made to remove the separated piece with a snare but these were unsuccessful. Diagnostic imaging was performed showing no acute injury. Surgery was consulted and the pieces were successfully removed. The patient, with a remote history of pe, initially presented to an outside hospital with acute onset shortness of breath. On workup, she was found to have a new pulmonary embolism (pe) and was started on therapeutic anticoagulation. Due to her recent pe and an elevated risk for additional pe's an optease vena cava filter was placed, prior to her surgery. Access was via the right common femoral artery and was secured with a guidewire. Through the filter sheath, an ivc venogram was performed which showed a normal appearing ivc with no clots and normal size. There were single renal veins bilaterally. Next, the optease filter was deployed below the lowest renal vein and was in good position within the ivc. Hemostasis was achieved with light manual compression. The patient was stable throughout the procedure. The patient was taken to the recovery room in stable condition. The patient was scheduled for removal of the ivc approximately 6 weeks later (the IFU recommends a 23 day dwell time). Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15282988 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
In addition, it appeared that 1 was in the distal pa and 1 prong was in the segmental lower lobe pa. The pieces were successfully removed and the patient had no complications. Concomitant devices ((B)(6) 2011): snare device and 190 ml of visipagque 300. Concomitant medications ((B)(6) 2011): versed and fentanyl concomitant medications ((B)(6) 2011): celebrex, colace, lovenox, lidoderm patches, metoprolol, warfarin adjusted, percocet, and senna. Concomitant devices ((B)(6) 2011)1: 190 ml of visipagque 300. Approximately (B)(6) days after implant and following a non-complicated operative course (exploratory laparotomy, lysis of adhesions and supracervical hysterectomy with bilateral salpingoophorectomy) the patient underwent attempted removal of the filter. While advancing the retrieval sheath over the filter one of the filter struts was noted to be partially detached along its lower portion pointing inward to the central axis of the filter. Using a snare the filter was withdrawn into the removal sheath; however, the partially detached filter strut broke off and lodged in the inferior vena cava. Attempts were made to remove the separated piece with a snare device, but these were unsuccessful and the three pronged segment of the cranial aspect of the filter migrated into a lower lobe branch of the right pulmonary artery. Attempts were again made to remove the separated piece with a snare but these were unsuccessful. Diagnostic imaging was performed showing no acute injury. Surgery was consulted and the pieces were successfully removed. The patient, with a remote history of pe, initially presented to an outside hospital with acute onset shortness of breath. On workup, she was found to have a new pulmonary embolism (pe) and was started on therapeutic anticoagulation. Due to her recent pe and an elevated risk for additional pe's an optease vena cava filter was placed, prior to her surgery. Access was via the right common femoral artery and was secured with a guidewire. Through the filter sheath, an ivc venogram was performed which showed a normal appearing ivc with no clots and normal size. There were single renal veins bilaterally. Next, the optease filter was deployed below the lowest renal vein and was in good position within the ivc. Hemostasis was achieved with light manual compression. The patient was stable throughout the procedure. The patient was taken to the recovery room in stable condition. The patient was scheduled for removal of the ivc approximately (B)(6) weeks later (the IFU recommends a 23 day dwell time). Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15282988 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, it is likely that procedural factors may have contributed to the reported event.

Manufacturer narrative:
Additional information was received that this event was published in the journal: hill et al vena cava filter fracture with migration to the pulmonary artery; ann thorac surg 2013;95: 342-5. The relevant details were previously submitted in the prior reports. Further reports will not be forthcoming regarding this journal publication.